Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported that the lid opens on its own when temporary lids are used. No patient harm.

Manufacturer narrative:
One photo was received with no apparent damage or issues with set. Without further information the complaint cannot be verified and the root cause of this issue remains unknown. Device history record review was performed and there were no issues presented.

Event description:
Photo.